Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd cassette reservoir was leaking. The reporter stated that the cassettes were broken and then leaked. No adverse effects reported.

Manufacturer narrative:
Photographic examination of returned product: the cadd cassette reservoir which leaked was not returned for investigation. Photographs of the product were reviewed however. The investigator noted that drops, and medication were observed inside the cassette. No thorough inspection could be performed because no samples were provided for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.